Event description:
First surgery was a 360 degree fusion done with 2 metal plates and 6 screws. Didn't fuse well so had augmentation on 9/10/93 and new metal plates and 6 screws were put back in. Now having problems with the hardware and getting a "hardware injection" on 4/13/95 to see if it will help pain. If injection doesn't help, will have to have another surgery to have hardware removed.